Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of (448 mg/dl) the customer took a manual injection to stabilize bg level. The contact stated to believe it was an infusion set site issue. However, the contact declined to check infusion set site as the customer did not have any replacement infusion set to insert. It was indicated that the customer had manual injections available if needed until the infusion set site can be changed.